Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 52 mg/dl and a blood glucose of 158 mg/dl. Troubleshooting was initiated. The customer also received two calibration errors followed by a bad sensor alert. The sensor will be returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a insulin pump paradigm pump. Connected the sensor to the transmitter and placed it in 100 solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot be performed test as the sensor is beyond its expiration date.